Event description:
Pocket fill event was reported. Nurse believed no fault with refill equipment - patient moved prior to her injecting the morphine and nurse noticed pocket fill immediately. She contacted the relevant doctors and the patient was monitored over the weekend. Patient returned home on (B)(6) 2011 and was receiving appropriate therapy.

Manufacturer narrative:
(B)(4).